Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that on the second deployment the anchor did not deploy and came out of the meniscus. No patient injury was reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.